Event description:
It was reported that the interface between the stylus pen and the programmer's touch screen was not working properly, even after multiple stylus calibrations and a new stylus pen were tried. The programmer was returned for service. The return paperwork indicated that there was no patient involvement with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus does not align with the cursor even after calibration. Overlay bezel assembly found out of electrical specification.